Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. No anomalies were found. (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that the distal conductor had blood/body fluid (not obstructed), there was blood in/on the helix mechanism and sleevehead, and there was a tip seal observation. The analyst also noted that there was an amount of dried blood on the helix.

Event description:
It was reported that during implantable cardiac defibrillator (ICD) check, one day post implant, the right ventricular (rv) was high with no rv capture. It was also reported that during the original implant there was some noted resistance with retraction and redeployment of the helix. During revision a perforation or a helix issue was suspected. As a precaution the physician decided to replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during implantable cardiac defibrillator (ICD) check, one day post implant, the right ventricular (rv) was high with no rv capture. It was also reported that during the original implant, there was some noted resistance with retraction and redepolyment of the helix. During revision a perforation or a helix issue was suspected. As a precaution the physician decided to replace the lead. No patient complications have been reported as a result of this event.